Event description:
It was reported that the tsf10 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that there was not a good coagulation between the jaws of the device especially at the tip of the jaws. There was no consequence to the pt.

Manufacturer narrative:
D5; h4: information not available, device not returned for analysis.